Manufacturer narrative:
Upon disassembly for visual examination the sockets, motor assembly, and press plug were discovered to be corroded.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.